Manufacturer narrative:
B3. Date of event:, corrected information; initial MDR inadvertently submitted incorrect event date.

Event description:
It was reported that the patient was hospitalized for increase in seizures. No additional relevant information has been received to date.